Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A sample device was received for evaluation. The right plunger case was cracked. Motor rare error was found at occlusion test which was due to black debris found on worm coupling facets. The root cause was unable to be determined. Actions to mitigate this problem: cleaned, greased and calibrated the device, replaced cracked right plunger case; performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.